Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd discardit¿ ii syringe w/o needle there was an issue with leakage. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd discardit ii syringe w/o needle there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. We have been provided with the affected sample. A leakage through the plunger rod was observed in two of these provided samples. After that we could determinate a damaged in the plunger rod by the evaluation of the plunger with magnification. We could confirm the reported issue. Complaint trending review is not possible to perform since no lot number has been provided. No significance trend is observed for this defect on the reported product family. Damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine. We can ensure that the probability of finding this kind of defect is very low and any recurrence is really unlikely in our products, considering our in-coming and in-process inspection, no actions are required.